Manufacturer narrative:
The user's representative reported that the user was hospitalized due to an ileus and was diagnosed with ileus; the event occurred within the last few days and was not related to sensor insertion, sensor removal, or diabetes. Certain details remain unavailable because the user could not be directly contacted, and the information provided was limited to what the representative reported. Per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made awareof an incident where user's representative reported that the user was hospitalized due to an ileus and was diagnosed with ileus. The event occurred within the last few days. The event was not related to sensor insertion or removal and was not related to diabetes.certain details remain unavailable because the user could not be directly contacted. The information provided was limited to what the user's representative reported.per dms review, the user is currently using the system with up-to-date information.